Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented in clinic for follow up. It was noted that the left ventricular lead capture thresholds were high with no capture and a high pulse width. Further testing revealed the left ventricular lead had dislodged into the coronary sinus. A lead revision to reposition the lead was scheduled. During the procedure the guidewire could not be inserted into the existing lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.